Event description:
The cautery cord for a hysteroscopy ablation instrument was connected to electrosurgical unit #3(bovie) in the usual manner. The foot pedal was at the surgeon's left foot. The settings were 100 cut and 45. Coag did not seem to be effective. Power level on cut was increased to 130. When the foot pedal was compressed, or personnel heard a pop. A spark was noticed followed by a flame at the cord just prior to the plug. The cord fell into 2 pieces. The machine was removed from the room as was the defective cord. The grounding pad was also removed and replaced. The procedure was resumed with different equipment. There was no injury to the patient noted at the time on the incident. An additional examination of the patient post op noted no injury. The electrosurgical unit was sent to the biomedical engineering department for evaluation. The cord will be returned to the manufacturer for evaluation.